Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 400 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.